Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The field service engineer exchanged a teflon tip. Nozzles were checked and were cleaned. A valve and flow path were checked. Tubing was cleaned. Controls were run and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas pure c 303 analytical unit. The sample initially resulted in a creatinine value of 19.9 umol/l and it repeated as 109 umol/l. The repeat value was consistent with the patient's history.

Manufacturer narrative:
A reagent issue can be excluded as the correct rerun was performed using the same reagent. A review of reaction monitor data showed an abnormal high absorbance point. The field service engineer found a blocked vacuum valve and resolved it. The cell rinse levels were adjusted and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.